Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, during an attempt to tighten the patient's abutment, the patient experienced a loss of osseointegration resulting in fixture loss. The patient is currently wearing their processor on a softband. It is unknown whether the patient will be replanted with another device.